Event description:
It is reported that a customer experienced low blood glucose. The customer's blood glucose level was unknown. The customer called the paramedics but the call was canceled and the medics never came. The customer did not know what caused the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.